Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service tech reported that the print on the right side of the journal tape was faded. Since the event occurred during routine testing, there was no pt involvement during this event.